Event description:
It was reported that there was a problem with a catheter. The health care professional discovered "microtears" on the catheter during an implant. The microtears were discovered prior to the hcp using "pick-ups" on the catheter. The portion of the catheter with the microtears was spliced and the remaining length was implanted. The pt was not injured and recovered without sequela. The medication being delivered via the device system was morphine. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.